Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. A field service engineer (fse) arrived on site, the hospital information technology staff had resolved the internal network issue. The fse verified the anesthesia machine status through remote smart service and confirmed that it was online. The fse was able to log in successfully, and the customer also confirmed successful login. The synchronization status on the anesthesia machine was updated, and no further action was required. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was in disconnected mode. The user was unable to add a patient as a temporary patient to pull medications, and the station did not appear as down on the healthsight viewer. The customer checked the network cable and confirmed that all connections. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.